Event description:
In review of published literature, these findings were noted. Between (B)(6) 2000 and (B)(6) 2007, 144 pts underwent endovascular repair of abdominal aortic aneurysms using gore excluder aaa endoprostheses at (B)(6) medical center. The mean age was (B)(6) years. The 88% of the pts were male. The article describes one pt sustained rupture at 2.1 years after implantation. This pt had a shrinking aneurysm, from a 51mm aaa diameter preoperatively to 42 mm at 2 years, without migration or other complications. At the time of rupture, there was clinical and imaging evidence of graft infection, later confirmed by positive cultures of staphylococcus aureus. The pt underwent open surgery with removal of the infected prosthesis and in situ reconstruction, but died postoperatively. Further information was requested.

Manufacturer narrative:
Lot numbers were requested and not provided to gore. Additional information was requested. The article "long-term clinical outcome and morphologic analysis after endovascular aneurysm repair using the excluder endograft" copyright 2012 by the society for vascular surgery" (frederico bastos goncalves, md, an jairam, md, michiel t. Voute, md, adriaan d. Moelker, md, phd, ellen v. Rouwet, md, phd, sander ten raa, md, phd, johanna m. Hendriks, md, phd, and hence j. M. Verhagen, md, phd).